Event description:
It was reported by service report that the footend left wheel axle nut is missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: axle nut.